Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. Caller declined further troubleshooting and disconnected the call abruptly, resulting in no further action needed from technical support, and the case was closed.